Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to high defibrillation thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.